Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, the product surveillance technician (pst) stated one battery was not tested due to safety concerns and the second battery did not properly accept charge. One battery was received with an area of corrosion pushing up from beneath the positive terminal's seal-in area. Batteries measured 10.0 volts direct current (vdc) (corroded battery) and 10.6 vdc upon receipt using a digital voltage meter (dvm) (11.5 vdc or higher is typical for discharged batteries of this type). Another reading of each battery was then made while the conductance meter was attached providing light loading to each battery and they were 5.0 vdc (corroded battery) and 10.2 vdc. This indicates poor battery health, especially or the corroded battery. Conductance measurements were not available for either battery initially, due to their low voltages (requires approximately 11.8 vdc to obtain a reading). No attempt was made to recharge the corroded battery due to its obvious failure as well as safety concerns. The non-corroded battery was attached to the lab-use only (luo) delphin battery (charger) along with one lab-use battery and power on to begin charging. After charging for over 16 hours, the voltage reading was only 11.2 vdc (13.2 vdc is typical). Attaching the conductance meter to the battery for light loading as before brought the voltage down to approximately 10.8 vdc.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the batteries were not taking a charge on the centrifugal system. There was no patient involvement.

Manufacturer narrative:
The fsr, originally he thought the charging circuit board needed replacing but after further inspection, the fsr found battery acid leaking from one of the batteries. The fsr replaced the batteries and verification release test was completed. The unit operated to manufacturer specs and was returned to clinical use. The suspect batteries will be returned to the manufacturer for further eval.